Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00814700 case #00814700 - npi 8100 error 232.6040 display board- segment dim there was no patient involvement case subject: npi 8100 error 232.6040 account name: us medical systems account #: 10060357 asset name: 8100 pump module 9.17.0.22 asset location: contact: alan coates contact email: acoates@usms.biz contact phone: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 module giving a 232.6040 error. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed tried another logic board and still got the same error. I let him know that this is a display error and to replace the display board or send in for repair. Biomed will replace board and call back if further assistance is needed.